Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the patient was unable to recharge their implantable neurostimulator (ins) and experienced dyskinesia on (B)(6) 2017. The diagnostic methods included device interrogation / device data, which was performed on (B)(6) 2017 and resulted in "drp". The etiology was related to the device/therapy, but not related to the initial implant procedure. The actions/interventions included an ins explant/replacement on an unknown date and resulted in an in-patient hospitalization. The issue is ongoing.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the ins battery reached end of service (eos) or elective replacement indicator (eri) and the longevity was not met, the cause was unknown. The ins passed the final functional test on the automated test console. A longevity estimate was calculated using available parameter information, and the ins did not meet expected longevity. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that there was a delay replacement battery (drp) message and the duration of the battery was only 8 months. It was also clarified that there was no problem with recharging the implantable neurostimulator (ins); there was an abnormal depletion of the battery. The diagnostics/troubleshooting and actions/interventions included explanting and replacing the implantable neurostimulator (ins) on (B)(6) 2017; the issue remains ongoing.

Manufacturer narrative:
Upon review of the additional information received, it was determined that eval code conclusion no longer applies.

Event description:
No new information was received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that there battery was not a rechargeable battery so there was no coupling. It was also noted that the cause of the previously reported abnormal depletion was unknown and the device disposition / return status was also unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was clarified that the event did not result in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative that the implantable neurostimulator (ins) prematurely depleted. The ins depleted very quickly after being implanted for 8 months. No environmental, external or patient factors were noted. No diagnostics or troubleshooting was done. A revision was done and the ins was explanted and replaced. Following the replacement, the issue was resolved and the patient was alive with no injury. Refer to manufacturer report #3007566237-2017-00794.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the event was resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.